Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced six infusion set cannula kinked event on 01-jun-2024. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4).- device 4 of 6